Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that during critical care transport of a confirmed active head bleed, the patient decompensated rapidly and became bradycardic. The critical care transport (cct) team recognized the patient needed to be paced and applied the three lead electrocardiogram (EKG) cable from the ls and defibrillation pads. The cct team reported that a "check defib electrodes" message appeared without a waveform. The crew replaced the defibrillation pads in an attempt to rectify the situation; however, the same message occurred. The cct team then powered the device of and back on in a further attempt to resolve the issue. The patient was then in a cardiac arrest status. The cct team continued to work the patient as well as troubleshoot the device. A request for additional information regarding the incident and patient outcome has been sent and the response is not yet received.

Manufacturer narrative:
Update event description due to new information received via good faith effort. Device in transit, final investigation pending.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that during critical care transport of a confirmed active head bleed, the patient decompensated rapidly and became bradycardic. The critical care transport (cct) team recognized the patient needed to be paced and applied the three lead electrocardiogram (EKG) cable from the ls and defibrillation pads. The cct team reported that a "check defib electrodes" message appeared without a waveform. The crew replaced the defibrillation pads in an attempt to rectify the situation, however the same message occurred. The cct team then powered the device of and back on in a further attempt to resolve the issue. The patient was then in a cardiac arrest status. The cct team continued to work the patient (continued manual therapy, pharmaceutical support and cardiac management without defibrillator) as well as troubleshoot the device. A tempus pro device was utilized for rhythm recognition. Response received to good faith effort indicated bradycardia continued to a rate of 40 beats per minute and the pacer failed. Patient proceeded to pulseless electrical activity (pea) then return of spontaneous circulation (rosc) (sinus tach) with pulses. The patient was transferred to the hospital.